Event description:
It was reported that this pacemaker was explanted shortly after implant dude to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted shortly after implant dude to unknown reasons. No additional adverse patient effects were reported. Additional information was received, this pacemaker system was explanted due to a pocket infection. The patient was implanted with a pacemaker from a different manufacturer. No additional adverse patient effects were reported.